Manufacturer narrative:
Additional information was received indicating that the serial number for the micra device relating to this event is (B)(6). Please refer to MDR 9612164-2019-02589 for the original submission. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: two-directional snare technique to rescue detaching leadless pacemaker. Heart rhythm case reports. 2020; 6: 711-714. Doi: 10.1016/j.hrcr.2020.06.027. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a two-directional snare technique to rescue a leadless implantable pulse generator (ipg). It was reported that several hours after implant, a pacing failure was observed. Interrogation indicated that the pacing threshold had rose but no obvious dislodgement was observed on the chest radiography. The device was reprogrammed and the pacing failure did not continue over night. The following morning, the patient sat up and experienced palpitation and lightheadedness. Multiple monomorphic nonsustained ventricular tachycardia (vt) was observed. The device was again interrogated and pacing failure was confirmed with an increase of pacing impedance and sensing failure. An echocardiogram was completed and a partial dislodgement of the leadless ipg was confirmed. The device was successfully removed from the patient's body and a transvenous pacemaker was subsequently implanted. The patient was discharged after a week and no further patient complications have been reported as a result of this event.